Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Unknown if device will be returned.

Event description:
Today during the procedure, the vapr did not work again. Also, it was difficult to see because it was bursting the white within the joint probably due to the light source. Also, the trocar of the optical shirt came with a cutting tip, which is very dangerous for the patient because it can hurt a lot within the joint when the surgeon inserts it. Unfortunately the codes and lots number are not available at this moment. I have requested it to the sales rep. Additional information received via email today from the affiliate on 7-19-16 this failure did extend the procedure time greater than 30 minutes the sales rep. Could not say how many times the hand piece was used. He said around a year. The surgeon decided to go to an open procedure due to bleeding not have been stanched the product is not been in use anymore. I am checking with logistic department if they will send the product to analysis or if they will discard it. As soon I could verify it I will inform you.

Manufacturer narrative:
Additional information about the event that was not included in the initial report: the problem is with the hand piece. The vapr instrument is not presenting problem, but the hand piece is. The error messages presented were: ¿internal failure¿ and ¿error 200 ref 14¿ (images attached). The messages asks to connect the cable, but it was already connected. The hand piece does not work. Regarding the information related to the trocar of the optical, these materials used are not j&j, thus, the material are not from depuy. The surgery was converted to an open-surgery. The code and lot number is still pending information. The sales rep. Informed that the issue was: bursting the image, the image was very white because of the light source. He also said, that these equipment are not from depuy. It was reported on jul 28 that the device will not be returned for evaluation. Evaluation summary: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is unknown how many times the device has been used. Per IFU, the hand piece can be reused 20 times. It is possible that the hand piece has been used more than that causing it to fail. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.